Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided implant date not provided by the complainant the 510(k) k160869. Product manufacture date unknown; lot number unknown. A review of the IFU revealed that "acute or chronic inflammation" is listed amongst the potential complications. Additionally, "initial application of surgical graft materials may be associated with transient, mild, localized inflammation." A root cause, for the reported inflammation, is inconclusive due to a lack of details provided by the complainant. The reported secondary effects (seizure, edema, need for a shunt) of the inflammation are also known potential complications of the surgical procedure, with or without the implantation of the biodesign dural graft. The complaint file will be updated and a follow-up MDR will be filed should additional details become available.

Event description:
Dr. (B)(6) reported seeing an inflammatory response, in the brain, in multiple patients. This is after the use of the biodesign dural graft in craniotomies, posterior fossa cases, etc. The patients have experienced seizure, edema, and one patient needed a shunt placed. Also, six to eight additional weeks of antibiotics had to be prescribed. Dr. (B)(6) requested follow-up from cbi. Multiple contact attempts were made to communicate with dr. (B)(4). No response was received. This MDR is being filed for the one instance of a patient having a shunt placed.